Manufacturer narrative:
Under (B)(4) law, pt information is considered confidential and will not be released by the hospital. Manufacturing date is unknown. A follow-up report will be submitted when the investigation is complete.

Event description:
The customer reported an spo2 escalation alarm issue on the ge compact monitor f-cm1. The complaint refers to the use of a (B)(4) (non-gehc) cable and a probe with the gehc device. It is reported a child did not get enough oxygen and received a brain damage.